Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s charging system was unable to maintain communication with the ipg. A replacement charger was sent, but it did not solve the issue. In time, the ipg became inoperable and the patient lost stimulation. As a result, the patient underwent ipg replacement. This is the same device and continued issue previously reported in MFR. Report#:1627487-2016-01950.